Event description:
The ge oec 9800 fluoroscopy system was slow to display images when recalled, and had some saved images missing from the directory.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a corrupted hard drive. The hard drive was removed and replaced. The system was tested and re-calibrated and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. The facility was unable or would not provide any patient information with respect to this issue.